Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017 a field service engineer (fse) confirmed the customer's reported issue. Fse replaced the 2-way solenoid valve, peek pipe, and peek tubing from the pump unit to the injection valve and drain valve. Fse also adjusted the detector voltage to specification range and verified the precision, calibration and ran quality controls. All results were within specification range. On (B)(6) 2017, fse followed-up with the customer over-the-phone and was told by customer that device is functioning as intended; the g8 instrument has been operating without any issues. A complaint history review and service history review for similar complaints was performed for (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were four similar complaints identified during the searched period. The g8 operator's manual under chapter 6 troubleshooting, error 101 pressure low is generated when the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal", which provides a procedure to remove the air from the pump. Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. In addition, chapter 1.4 storage and stability of the operator's manual provides information of the column: the unopened tskgel g8 variant hsi column should be stored at 4-15°c in a cool location away from direct sunlight. The column is stable until the expiration date printed on the label. Columns are warranted for 2500 injections. The column is stable until the expiration date printed on the label. Columns are warranted for 2500 injections. The most probable cause of the reported issue was due to a defective solenoid (sv3) valve.

Event description:
On (B)(6) 2017 a customer reported error 101 pressure low on the g8 instrument. Technical support specialist (tss) provided troubleshooting with customer over-the-phone, but the error 101 pressure low issue persisted. The customer requested service to address the issue. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.